Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd connecta¿ stopcock with valve and extension tubing leaked during use. The following information was provided by the initial reporter, "line leaking fluids due to opening in line. Not correctly sealed. Line retained for inspection action taken: line disconnected and replaced."

Event description:
It was reported that the bd connecta¿ stopcock with valve and extension tubing leaked during use. The following information was provided by the initial reporter: "line leaking fluids due to opening in line. Not correctly sealed. Line retained for inspection. Action taken: line disconnected and replaced."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-15. H6: investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9333003. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one used sample was returned for evaluation by our quality engineer team. Through examination of the sample, damage was observed to the product¿s tubing component. This type of damage typically results if the product is used at a pressure level outside of which the product is designed for. In the instructions for use, it is specified that the product is designed to withstand infusion therapy and hemodynamic monitoring pressures only. Quality records have been consulted for tracking and trending purposes and it has been determined that this was an isolated incident with a low chance of recurrence. Based on investigation results to date, a probable root cause is related with a wrong used of the product, occurs because the product is used with a pressure at which the product is not designed. In the instructions (IFU) it specifies that these stopcocks are designed to withstand infusion therapy and hemodynamic monitoring pressures only. H3 other text : see h10.